Event description:
It was reported that a patient underwent initial partial left knee surgery three years ago. Subsequently, two years later, suffered pain due to a fracture in the tibia bone. X-rays performed recently showed the left implant was misaligned due to a void in the tibia under the tibial component. A revision is planned to resolve this issue. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d-10: 161469 oxf twin-peg cmntd fem md PMA, lot #681360 159547 oxf anat brg lt md size 3 PMA, lot # 075510 154724 oxf uni tib tray sz d lm PMA, lot# 569770 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.